Manufacturer narrative:
The agent reported, stem was loosening. Female 79. Complaint has been evaluated and is similar to report number 1644408-2019-01085; 506-00-008, s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to loosening.